Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer followed up and, with assistance from technical support, successfully reset the pump and resumed insulin delivery. No further action was needed.